Event description:
Pt being electively reintubated after a period of decompensation. The physician intubated the pt with a 3.5 endotracheal tube (ett) using the safety stylet. Upon removing the stylet from the ett, the stylet snapped, leaving approximately 6 cm of the stylet in the ett. The ett was successfully removed with the retained piece of the stylet, and the pt was then reintubated and placed on the ventilator.